Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was "very loud and working intermittently". The planned surgical procedure was completed without delay. A spare device was available for use. It was indicated that there was no serious injury, death, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the condition was confirmed. The device was tested and the complaint was duplicated. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.